Manufacturer narrative:
The gas module was recommended for repair.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported high fico2 when used on children. There was no reported patient injury.

Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00287. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00212. The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00287. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00212.